Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty cable. As to the cause of the faulty cable, it is likely that the cable broke because a leak occurred in the damaged part of the connector, resulting in water immersion. The event can be prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Multiple follow ups were made to gather additional information regarding the event reported, however, were unsuccessful as no response is received from the customer. The subject device was received and evaluated. Device evaluation, an image test including white balance (wb) inspection check was performed and observed no image. In addition, image check was performed by cable manipulation and found black screen, no image. In addition, the connector plug was found cracked, leak test failed. Camera head found damaged. The issue found was attributed due to faulty cable. Based on evaluation findings, the reported issue of "no image" was confirmed. The failure observed found to be attributed due to faulty cable. Camera head and cable needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported a no image on the device. The issue found at preparation for use. No harm was reported. No patient harm, no user injury reported.